Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: unable to duplicate a basal history recording defect during testing no meter was returned with the pump. The basal change history appears to be inaccurate on (B)(6)2017 due to unexplained loss of prime at 02:15; deliveries resumed at 02:48.. A 0.00 u/hr basal rate at 04:54 followed by unexplained loss of prime at 06:15; deliveries at resumed 12:00. Unexplained loss of prime at 12:24; deliveries resumed at 13:36. A rewind, load & prime at 21:11; deliveries resumed at 12:15.. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u... The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms occurred during testing. . Audio bolus button cover is torn; still operable.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and stated that the patient was treated in the ER for a bg over 400mg/dl with vomiting. (Doesn't know the exact number, because meter said over 600 mg/dl and the ER said over 400 mg/dl), treatment included IV insulin and fluids. The reporter noted that the patient might have had food poisoning. Troubleshooting found that the basal history does not match active basal program. This complaint is being report due to an allegation of inaccurate delivery and because the patient experienced hyperglycemia.